Manufacturer narrative:
Return of the device was requested, but it had been scrapped and was therefore not available for evaluation and testing. Evaluation was based on a photograph of the damaged device and manufacturing records. It was manufactured in july 2016. Review of manufacturing records confirmed device conformance to specs at time of release. The photograph of the device confirmed breakage of the tip and signs of wear. Inappropriate use of the device by application of excessive force to the tips of the instrument may have caused the fracture. However, since the device was not returned it is not possible to conclusively determine the root cause of this failure.

Event description:
The surgeon was using the lewin clamp during a right total hip arthroplasty to clamp down on patient's bone and the entire tip broke off. The broken piece was retrieved. No harm to patient.